Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device biliary extraction balloon broke and separated inside the patient wherein the wire came out short. The metallic piece was separated, and the balloon was inflated above a stone. When sweeping, the physician lost the tension and realized there was no coupling of movements. The issue occurred during a therapeutic (endoscopic retrograde cholangiopancreatography) ercp procedure that was completed. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.